Manufacturer narrative:
The atrial (is-1) set screw was found to be slightly stripped and septum debris was visible inside the cavity, as a result of applying pressure to tighten the set screw when the torque driver was not fully inserted into the cavity. After the is-1 cavity was cleaned up, the screw operated normally in affixing a lead to the device. The device was above the elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, sensing, pacing, pli, hvli, patient notifier and hv shock were tested. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the set screw could not be tightened. Multiple tightening attempts were made but was not successful. The implantable cardioverter-defibrillator was removed and replaced. The patient was stable.